Manufacturer narrative:
Given the nature of the alleged incident, the devices were not returned. The clinical/medical investigation concluded that, based on the information provided in the electronic case report forms, the definitive clinical root cause of the reported deep vein thrombosis of in one of gastrocnemius and popliteal veins could not be determined. Although we cannot rule the total knee arthroplasty surgical procedure, decreased mobility, weight of 233 pounds as likely contributory factors. Therefore, the causal relationship between the smith & nephew device and the reported deep vein thrombosis, cannot be confirmed. Deep vein thrombosis is known to occur prevalently after surgery, particularly orthopedic surgery. The instructions for use for the porous knee systems does warn, that thromboembolic diseases including venous thrombosis may occur as an adverse event. According to the report, this adverse event was treated with medication. Since this adverse event was reported as recovered/resolved, no further impact to the patient is anticipated. A review of the production orders did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history for the part numbers over the past 12 months and for the batch numbers based on historical data of the device did not reveal similar events for the listed device. A review of the risk management files revealed this failure mode was previously identified. The anticipated risk level is still adequate. A review of the instructions for use for knee systems revealed that wound hematoma, thromboembolic diseases including venous thrombosis, pulmonary embolus, or myocardial infarction are included in the possible adverse effects section. A historical review concluded that there are no prior actions related to this products and event. At this time, we have no evidence to conclude that the products failed to meet any specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that, after a tka had been performed on (B)(6) 2023, patient was diagnosed with deep vein thrombosis of in one of gastrocnemius and popliteal veins. This adverse event was addressed by giving patient medication. Patient's current health status is unknown.

Manufacturer narrative:
H10: internal complaint reference: (B)(6). H3, h6: this complaint was opened by smith+nephew to document a patient complication reported that includes reference to the use of a smith+nephew product without evidence about a specific product problem. The reported complication relates to known inherent procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to confirm a relationship between the reported event and the device or identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alter the conclusions of this report, a follow-up report will be submitted as required.